Event description:
Received a CPAP machine from easybreathe (B)(6) which was ordered based on prescription and order to be set at 11 cm /h2o pressure. The machine arrived set at 10 cm/h2o pressure. This is apparently the default MFR setting. The machine was shipped in the original MFR's box and appeared to have not been opened or adjusted in any way. Reporter is the pt. Reporter is a respiratory care practitioner licensed in (B)(6). Reporter reported the incident to easybreathe and is concerned that other pts are receiving CPAP devices not set by easybreathe to the prescribed pressure. Reporter is concerned that many of those pts would not be aware of this and that even fewer, if any, would know how to adjust the machine as they are designed to be clinician only adjustable for pressure output. Easybreathe promised reporter a response to reporters inquiry but has not done so.